Manufacturer narrative:
Battery functionality is verified as part of the console checkout process. The batteries are not required for the console to function when connected to a mains power source, but do serve as a backup power supply in the case of a mains power supply interruption. The problem was observed when the customer removed the console from a storage location to perform routine console checkout tests. This failure mode poses no risk to the pt because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and will be monitored to determine if the failure mode exhibits an upward trend. We have requested that the component be returned for investigation.

Event description:
This console was not being used on a pt. During typical console checkout in the equipment lab, the console system low battery light would not remain green for the required 10 seconds.